Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead exhibited an increase in pacing impedance and pacing threshold measurements. The impedance value was 600 ohms at the previous device check but was now 1773 ohms, with values in the trends showing 2000 ohms, which are high, out-of-range. Also, the pacing threshold measurements had increased from 0.6v @ 0.4ms to 1.7v @ 0.4ms. The pacing output was increased to ensure a safety margin. No adverse patient effects were reported. Technical services reviewed a current x-ray but did not see anything remarkable that would cause the increase in pacing impedance and pacing threshold measurements. It was recommended to compare this recent x-ray to one from at implant, to see if the lead tip or the device have moved. The physician had reported that troubleshooting was performed but no noise was provoked. Technical services recommended sending in a save to disk for review of data during the troubleshooting, and enrolling the patient in remote monitoring for closer follow up of the rv lead. The device and lead remain implanted and in service.